Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, the lot number provided by the complainant, 615403, represents the prolieve catheter; a part of the kit. A visual examination of the returned prolieve catheter revealed no apparent signs of damage or imperfections. A small tear was noted at the distal bond of the anchor balloon. Further evaluation found water leaking through a separation in the distal bond, when water was injected into the anchoring balloon fill port.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2008. According to the complainant, during preparation, it appeared the prolieve catheter's prostate balloon leaked when device was tested. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine". Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed on december 9, 2008, revealed an MDR-reportable malfunction. This manufacturer report is submitted based on the evaluation results.